Manufacturer narrative:
The customer¿s report of a hole in the pump segment near the upper fitment of the tubing was confirmed. During visual inspection of the set it was noted that the silicone segment had a tear near the upper fitment which measured 3.735mm long. Examination under magnification showed a crush mark to the upper blue fitment. Functional testing and pressure testing resulted in a leak from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Event description:
The heparin was infusing at less than 20ml per hr. The dosage was titrated per ptt results. The IV tubing was in use for less than 72 hrs.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a "hole" in the pump segment near the upper fitment of the IV tubing while infusing heparin. No patient harm reported.